Event description:
The physician attempted to place a 3.0 x 15 mm biodivysio stent in the proximal left circumflex artery. The physician experienced difficulty while attempting to cross the lesion, so he attempted to remove the stent. As he retracted the stent back, it became dislodged from the delivery system. The pt was sent to the operating room for a CABG procedure. The stent was located at the very proximal portion of the left circumflex artery, and the surgeon chose to keep the stent at that location. The pt recovered without incident.